Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was initially reported on (B)(6) 2014 that they had encountered a volume discrepancy wherein the actual residual volume (arv) was greater than the expected residual volume (erv): arv: 3, erv: 5, which was reviewed to be within specifications. It was further added that when they interrogated the pump, it read there should be 1ml left, however, during the refill, they got 5ml back. Hcp had expected ¿like 3ml since they had overfilled it by 2ml for the line¿. Reporter indicated that they had not seen any volume discrepancies in past refills or ever had a problem with the patient in the past. Drugs delivered via the pump were bupivacaine, dialudid and baclofen. As of the date of this report it was stated that the actual residual volume was greater than the expected residual volume at the most recent refill. It was noted that the hcp received 9 mls more than expected. Per reporter for the past 1-2 years they have been getting back more drug than expected; however, patient still gets efficacy. Hcp did a rotor study which showed rotor was fine and moved. A dye study was then done but it was inconclusive. The hcp then decided to do a catheter revision and the entire catheter was replaced. Reporter believes the catheter was aspirated after it was connected to the pump. It was further added that they had also done a dye study on the new catheter and hcp was able to aspirate the catheter and perform the dye study. Dye study was conclusive, stating the catheter looked good. Per reporter hcp was thinking about pump replacement however, they were looking into insurance approvals at the moment. Currently patient was receiving only dilaudid and baclofen